Event description:
This was a cardiac lead extraction case performed in the operating room to extract a total of 5 leads (rv x2, ra x2 and lv x1) due to an acute infection. Both an arterial line and fluoroscopy were utilized throughout the procedure. There was an CT surgeon scrubbed into the case and a tee was immediately available, if required. All five (5) leads were prepped using the lld-ez. The first 4 leads were removed without incident using the 14f sls. As the 5th lead (right atrial pacing lead implanted 24 years ago) was removed from the body using the 14f sls, significant tissue was noted on the end of the lead. Within approx 30 seconds, the pt's arterial pressure dropped, and a decision to open the chest was made. The surgeon performed an emergency sternotomy within 4 minutes and successfully repaired a tear in the ra. The pts vitals stabilized and was subsequently transferred to ICU. No malfunction of the devices occurred. There were no devices returned for product analysis. The lhr review showed no issues or non-conformances.